Manufacturer narrative:
Advanced failure analysis (afa) was performed on the sureform 45 curved-tip stapler on 12/06/2023. Upon further investigation, afa was unable to replicate the unintuitive motion observed in the field and during initial failure analysis. Upon successful engagements, the instrument moved in the proper directions as commanded by the master tool manipulators (mtm). Increased friction was confirmed along the roll axis, when manually rotating the main tube. The instrument was not suspected to have an affected out of specification roll bushing, based on the component lot used in manufacturing. The instrument was disassembled and was observed to have severe corrosion on the roll bearings, drive cables, steering cables, and general backend of the stapler. Corrosion on the roll bearings is known to exacerbate friction and can contribute to roll axis engagement failures and unintuitive motion, however corrosion would not likely be present during the procedure. The roll bushing inner diameter was measured with a go, no-go gage and found to be within the drawing specifications. Reversed motion is typically related to an offset of the roll axis resulting from increased friction. Investigation and disassembly did not reveal a specific root cause for the friction that would have been present during the procedure. The bushing was observed to have the correct dimensions.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 45 curved-tip stapler instrument was analyzed and found to have failed the intuitive motion test. The instrument was driven on a da vinci in-house system, there was an opposite direction movement output to what the hand motion was being experienced at the master tool manipulator (mtm). Grips were still able to open and close but movement was not proper. A review of engagement logs showed the instrument failed to engage intermittently on september 26, 2023, using system sl0973. Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicates a potential high friction with motion. The instrument was placed on the xi system arm which recognized and engaged the instrument on multiple attempts. The main tube was manually rotated. There appeared to be higher than normal friction of the roll motion when actuated. The roll thrust bearing in the backend appeared with brown contamination spots. The complaint was confirmed by failure analysis. The stapler reload was returned with the stapler instrument as an incidental return. No physical damage was observed with the reload. The reload had not been fired at all. No pushers of the staples were found at the bed surface of the cartridge. The reload knife was still concealed at the proximal end of the cartridge. Additionally, follow-up was performed with the customer to request additional information. However, no further details could be provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument had orientation reversed to the surgeon's movements. The customer removed and reinserted the sureform 45 stapler, but not all movement was restored correctly. After removing and reloading again, the sureform 45 stapler instrument jaws would no longer open. The instrument was removed, but jaws would not open manually either. The customer used a new sureform 45 reload and sureform 45 stapler instrument to continue the case. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.